Event description:
Customer reported he went swimming and wrapped the insulin pump in his t-shirt. The device alarmed button error. Customer's blood glucose was 150 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm or moisture damage was noted. The insulin pump was received with minor scratches on the display window.